Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was impossible to inject product whereas the basket was open.

Event description:
It was reported that it was impossible to inject product whereas the basket was open.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section h.6.-patient code corrected to 2199. Additional information received from customer: the customer reports that there was no patient injury but the device had to be changed and another one was used. The current condition of the patient is reported as "fine". The customer also reports "everything was purged and the device was not yet been used, so free of any thrombotic or fibrinous residue.". The customer returned one ptd catheter with the basket already out of the sheath. Visual inspection revealed no defects or anomalies. The basket and tip were fully intact. The overall length of the device measured 51" which is close to the nominal specification of 51.125" per product drawing. The basket tip measured .094" which is within specification of .090-.094" per product drawing. The catheter/basket was open to be fully retracted and pushed forward out of the catheter sheath without issue. The catheter was placed into an inventory ptd and functionally tested. The ptd rotated as expected. A device history review was completed with no relevant findings. The IFU provided with this kit tells the user "caution: keep exposed portion of ptd catheter straight at all times to aid in successful basket deployment.'. The ptd not retracting back into the catheter was not confirmed through this investigation. The returned device was able to be retracted into and out of the sheath like expected. The returned device was connected to an inventory ptd rotator and functioned as expected. The catheter passed all relevant dimensional inspection and a DHR review was completed with no relevant findings. There were no issues found on the returned device. Therefore, the root cause of this investigation is no problem found. Teleflex will continue to monitor and trend for complaints of this nature.